Event description:
It was reported that the tip of the impactor broke off, the tip was recovered and nothing was left in the patient.

Manufacturer narrative:
The associated device was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts. This fracture caused the instrument to become inoperable. The fractured portion was not returned, however was recovered during the occurrence. This device was manufactured in 2014, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.